Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the dianeal therapy was withdrawn. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient was hospitalized for an unspecified indication. On (B)(6) 2012, the patient was diagnosed with peritonitis. Treatment was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted on potentially associated lot number: h12b17022, h12b27070, h12c27094, and h12d11013 with no defects noted during the manufacture of these lots related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.